Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose of 401mg/dl. The customer experienced vomiting, excessive thirst, nausea, and upper gastric pain. The customer stated that the button error alarm did not occur right after the insulin pump was exposed to moisture. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump did not have a button error alarm. However, the device had unresponsive buttons due to corroded keypad traces. Unable to perform the functional test, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test due to the unresponsive buttons. The unit had scratched display window, cracked case at the screen corner, cracked battery tube threads, and broken belt clip slot.